Event description:
It was reported that thrombosis occurred. A versacross connect access solution was selected for use during a left atrial appendage (laa) closure procedure using watchman fxd curve access system (was). During the procedure, after transseptal had been completed, the physician was about to exchange versacross rf wire for the non-boston scientific pigtail catheter when a thrombus was noticed in the septum. The thrombus was aspirated back through the sheath, and some thrombus was removed, however it was noticed that some was still there. The whole system was removed, and a large thrombus was observed to be on the versacross rf wire. The activated clotting time (act) at the time the thrombus was noticed was at 172 seconds, therefore, the procedure was cancelled. The patient was kept on a heparin drip and was admitted to the hospital overnight for observation. The patient was discharged the next day.